Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Event description:
It was reported that during an mplf repair procedure, the surgeon could not get complete deployment of the anchor. The anchor was removed and an additional bone hole was required. No patient injury or complications were reported.